Manufacturer narrative:
No conclusion code available,final analysis found burn marks to the main pcb circuit board which resulted in power up anomaly.

Event description:
It was reported the merlin transmitter did not power up after severe lighting and thunder storms. The device has been replaced.